Event description:
A report was received that the patient was receiving inadequate stimulation and underwent a lead revision. During the revision, the patient indicated having to charge the ipg frequently so the physician decided to replace the ipg. The patient was reportedly doing well after the revision procedure.

Manufacturer narrative:
Device analysis showed that the ipg performed according to specifications. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was receiving inadequate stimulation and underwent a lead revision. During the revision, the patient indicated having to charge the ipg frequently so the physician decided to replace the ipg. The patient was reportedly doing well after the revision procedure.